Event description:
The pt was implanted with left ventricular assist device (lvad). The vad coordinator reported that the pt was receiving red heart alarms while connected to the power module (tethered support). While the pt was in the hospital, a review of the system controller's log file data revealed low flow, low speed operation and pump stoppage events recorded. The pt's system controller was exchanged to the backup; however, pump stoppage occurred along with power spikes to 22 watts. No alarms were observed when the pt was placed on battery power. Log files submitted to the MFR for analysis appeared consistent with a percutaneous lead (lead) issue and the x-rays taken showed a compromise in the lead at the terminus of the bend relief. The MFR's technical services team member performed a replacement of the distal end of the lead and post-the-repair, the pt was successfully supported on the power module without any further alarms. The pt remains ongoing on lvad support without any further issues reported.

Manufacturer narrative:
A portion of the percutaneous lead that was removed was returned to the MFR for analysis and the eval confirmed the reported event. Approx 11 inches of the external portion/distal end of the replaced percutaneous lead was returned and the eval revealed a fractured orange wire at the terminus of the bend relief. The distribution to this wire appeared consistent with fatigue as a result of repetitive flexing. Further examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. Should the compromised wire have come in contact with the braided shield while the pt was being supported on the power module, the resulting short to ground would have interrupted pump function causing the reported low speed, power fluctuations and pump stoppage. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.